Event description:
It was reported that during a tibial nail procedure the tip of the cannulated awl broke and dropped to the floor. Account discarded the tip. Surgeon used another instrument to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The returned device received condition: the tip of the awl is broken and the back end shows signs of light scuffing, possibly from a hammer. Design evaluation - tip is broken as described. Tibia nail risk analysis does not address broken class-1 instruments. (B)(4). Harm is (marginal) use of alternate product. Risk level is acceptable. The cause of failure is not readily apparent from visual analysis. Root cause of failure may have been caused by a sudden shock load such as dropping the tip on a hard floor and not become apparent until later usage. Shock loads approximating dropped instruments are a foreseeable misuse. A design change to withstand shock loads could potentially invalidate certain design requirements (size or edge sharpness). In conclusion complaint is invalid. Broken tip is not a function of product design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).